Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Vermutlich ist der subject lookup nicht richtig da auch auf dem gerät die 1.2.3 vorhanden ist. Es lässt sich jedoch keine andere passende auswahl finden.

Manufacturer narrative:
Hamilton medical ag has received the log files for investigation. A review of the log files by our clinical application specialist showed no evidence of a failure of the device. The end user reported that the event occurred on (B)(6) 2025 around 14.41. However, based on the log files, there was no activity on the expiratory min volume. No ambient mode or technical faults are listed in the log files either. According to the log files, preventive maintenance of the device was overdue at the time of event. However, although preventive maintenance was overdue, there is no clear relation to the reported failure. Following the reported event, a preventive maintenance was performed on the device with no issue found. No parts had to be replaced on the device, suggesting that there was no hardware problem. Based on the received information, no device problem could be found.